Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified low glucose reading with the adc device compared to an unspecified higher blood glucose reading on an unspecified device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced a "headache" and was able to provide unspecified self-treatment. No third-party intervention was reported for this issue. There was no report of death or permanent injury associated with this event.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified low glucose reading with the adc device compared to an unspecified higher blood glucose reading on an unspecified device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced a "headache" and was able to provide unspecified self-treatment. No third-party intervention was reported for this issue. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); observed poor soldering on the battery legs. Performed smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. A further extended investigation was conducted. Visual inspection was performed and no contamination or physical damage was observed on the puck or puck printed circuit board assembly (pcba).the sensor data in the initial scan was reviewed and no abnormalities were observed.the current was applied to the sensor to perform accuracy testing using the keithley sourcemeter (adc-5112). All results were within specification. Sensor thermistor testing was conducted and poise voltage was performed using the digital multimeter (multimeter eq: 4604) both within specification, indicating the sensor was providing accurate glucose readings.the reported event of low glucose readings was not confirmed. No abnormal errors were observed and the returned sensor passed all testing. No evidence of a product malfunction was observed during the investigation. Therefore, this issue is not confirmed.an extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release to distribution.all pertinent information available to abbott diabetes care has been submitted.